Event description:
The facility representative reported a constant alarm/fail code 570. Information was not provided regarding whether or not the failure occurred during information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention.